Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the scratched forceps channel was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage to the image guide bundle, a chip of the adhesive of the coating on the bending portion of the device, cracks on the control unit and light guide rod, burrs on the control unit and light guide rod, and scratches on the eyepiece, control unit, grip, up/down plate, angulation lever, up/down angulation lock lever, universal cord, light guide connector, and light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes hysterofiberscope was producing an image with stains and dark areas. Inspection and testing of the returned device found deformation of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.